Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument clip test was performed and passed multiple times on the in-house system. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the hem-o-locks clip applier instrument did not stay in position. The procedure was completed with no reported injury. Follow-up was performed and additional information was obtained. The instrument was inspected prior to use and no damage or anything out of the ordinary was identified. Large hem-o-lock purple clips were used and the vessel/tissue bundle was not greater than the specified diameter suggested in the instruction for use (IFU). The clip applier was used seven (7) times before the mentioned incident. A backup instrument was used to complete the procedure.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. As of the date of this report, the instrument has not yet been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.